Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8781, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that the patient had pain at their pump site, which was related to the patient¿s device or therapy. The medications used within the system were hydromorphone, bupivacaine, and baclofen. The patient reported that it felt like a ¿stitch popped¿. It was later reported that the event resolved without sequelae on (B)(6) 2013 and no actions were taken. It was later reported that the pump was re-anchored and required surgical revision on (B)(6) 2013. On (B)(6) 2013, surgical observation re vealed two broken suturing anchors.

Manufacturer narrative:
(B)(4).